Event description:
On (B)(6)2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6)2024. On (B)(6)2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6)2024, the user's dexcom g7 continuous glucose monitor (cgm) reported "low" glucose readings, but a fingerstick test revealed a bg level exceeding 500 mg/dl. Subsequently, the user disconnected from the ilet system and went to the ER, where a bg level of 999 mg/dl was recorded. The user was admitted to the hospital and received treatment, including an insulin drip, heart monitoring, and blood work. During the event, the user experienced high blood pressure and symptoms of hyperglycemia, including excessive thirst. The user was admitted to the cardiac unit and remained in the hospital until (B)(6)2024, at 4 pm. The user reported reconnecting to the ilet system on (B)(6)2024 without further complications. This is the second of two adverse events reported for this user. This medwatch report details a high bg event on (B)(6)2024. A medwatch report detailing the first adverse event on (B)(6)2024 is submitted on MFR report #: 3019004087-2024-00656.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.